Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had sensors that will fail, give a calibration error, and then will not work. Customer that she has sensor that was bent and another sensor had calibration errors. Customer stated that she was in the hospital because of the sensor. Customer stated that the sensor was saying that she was low but she was not. Customer treated with carbs and her blood glucose was 378 mg/dl when she tested. Customer noted that she was getting sicker and sicker. Customer called emergency medical services because she was too sick to give herself a multiple daily injection. By the time, she was at the hospital, her blood glucose was over 600 mg/dl. Customer stated that the sensor was thrown away. Customer spent a couple days in the hospital. Customer received calibration errors on other sensors and had to remove them. Customer was hospitalized on (B)(6) 2016 and was wearing the pump at the time.